Event description:
#Medwatcher #(B)(4). I started having facial numbness on tuesday, thought it may have been shingles that just didn't have a rash yet. Yesterday I started having blurred vision and terrible headache, so I went to the ER after work. They did blood work and an MRI and an mra. The neurologist and the ER doctor gave me the diagnosis of ms.